Event description:
It was reported that: "after inserting 15 coils, 6×20 was inserted last, but the coil loop came out of the neck. After pushing the coil in and out twice, the coil did not move. When checked it was found that it was pre-detached." 05jan2022 update - additional information received from issuer: "the second photo shows 6x20 was too long so the loop of the coil was rolled and pushed up. Two solitaire fr stents 6x30s from medtronic were deployed and coil was attached to vessel wall. After the final angio, there were no problems with the patient's condition. However, the operator, the neurosurgery clinic manager, recognized it as a serious defect. During pusher delivery there was no friction during the pre-detachment. When the coil was pulled back, it felt like the coil was not attached during the pre-detachment."

Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Customer provided the following justification as to why there was a delay between incident date and the date balt USA was notified: "it was reported to us late from the hospital, and was reported to balt USA as soon as we received it." Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f200500036 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.